Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.4, reference: 2.47, mean: 2.44, confidence limits: 1.6-3.4. Inratio precision data provided by end-user: 1st inr: 5.3, 2nd inr: 4.1, mean: 4.70, sd: 0.85, %cv: 18.05. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Repeated inratio test result comparison also met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on (B)(6) 2012, seventeen discrepant result complaints were reported for lot #281264, yielding a complaint rate of 0.044%. Due to this low occurrence rate, below the action threshold of >0.075, no action is required at this time. This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.4, lab: 2.47. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2012; inratio: 5.3, 4.1. Time between testing: 5 minutes. Patient had no signs of bruising on (B)(6) 2012, but did have bruising a week prior (B)(6) 2012).